Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to deliver a bolus for lunch. Blood glucose (bg) was 568 mg/dl and a correction bolus was delivered. Tandem technical support advised the contact to discuss the event with a healthcare provider.